Event description:
On (B)(6) 2016 the reporter contacted lifescan (B)(4), after alleging a sticking test strip issue, while in (B)(6). This complaint is being ruled-out because the user found the deficiency of the device prior to its use. The user did not suffer any injury and did not seek any medical attention due to the reported issue.

Manufacturer narrative:
Follow up correction: the incident description in the initial report should have read "on (B)(6) 2016 the reporter contacted lifescan (B)(4), after alleging a sticking test strip issue, while in (B)(6). This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event."